Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer had blood glucose of 68 mg/dl and 299 mg/dl. It was reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had symptoms of high blood glucose; customer had nausea, headaches, and ketones. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. It was reported that drive support cap appeared normal. There were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test. It was also reported that customer fell causing insulin pump display screen to scratch and was a little difficult to read. Caller was advised that insulin pump would need to be replaced.